Event description:
The customer reports that the enteral feeding pump gave an error code and had no sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿failure to alarm.¿ the unit was triaged and the customer¿s reported condition of no sound was confirmed. The unit was then disassembled and corrosion was found on components of the buzzer. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.